Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
It was reported the patient's left femur was revised due to a broken gamma long nail (possible cause or contributor for implant breakage was not reported to the rep). The nail, lag screw, and locking screw were removed and revised to a hemi hip.

Manufacturer narrative:
The reported event could be confirmed. Device inspection revealed the following: the received nail was completely broken in the web. The evaluation of the broken part¿s surface revealed that the breakage originated from the posterior web. The smooth surface as well as partial visibility of lines of rest confirmed the breakage to be a fatigue fracture. Appearance of bearing marks on the inside of the posterior web suggests localization of lag screw load on the web due to external factors like additional stress on the nail caused due to patient activity. Starting from that region with an incipient crack the breakage progressed through the cross section. As a result of which the anterior web broke (snapped) in a much quicker way with increased tensile load. Other scratch marks are also visible from the inside, but apparently these are caused during the explantation. Any sign of physical damage to the nail caused during insertion could not be confirmed. There is a constant load on the nail that acts during the healing period. In this case, bone healing could not be achieved even after 6 months of implantation. Thus, all the load acted upon the nail and gradually the breakage started from the weakest region i.e. The web, in a fatigue manner evident by lines of rest on the breakage surface. This load also got transferred to the locking screw subsequently leading to its breakage in a similar fatigue manner. No signs of any physical damage were observed which could indicate any external damage caused to the nail during insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation prformed, the root cause of the failure is patient-related. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported the patient's left femur was revised due to a broken gamma long nail (possible cause or contributor for implant breakage was not reported to the rep). The nail, lag screw, and locking screw were removed and revised to a hemi hip.